Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gasket under the biopsy channel was broken and came off on the bronchofibervideoscope. No information was provided on when the event occurred. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling cement on distal body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion section mount was loose as the rubber cover was missing. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.